Event description:
Pt had a routine mammogram and sonogram which showed no rupture or leakage. Within 6 wks, the right breast looked quite misshapen and was achey and occasionally a stinging pain was felt. This is the side pt sleeps on. Within another 4-6 wks the left breast was exhibiting identical symptoms. Pt saw her dr in sept and he referred her to a plastic surgeon who confirmed that the implants were ruptured. A second plastic surgeon confrimed it also. It took 5 months to arrange removal and payment with her insurance co. They did not want to pay for any reconstruction even though her original surgery (10/20/81) was a bilateral mastectomy. Pt has had joint pain, muscle pains, dry eyes, chronic fatigue and various other problems. Her family dr and plastic surgeon tell her these symptoms are due to all the stress the ruptures have caused. Pt is not so sure. Pt feels like no one believes her and no one wants to take any responsibility for this mess.